Event description:
It was reported that the multi-link was deployed at 13atms for 25 seconds. After delivery, the balloon was deflated in a normal fashion. However, difficulty was encountered removing the delivery system. A contrast injection revealed a total occlusion of the vessel at the level of the stent. After 2 minutes the delivery system was removed as usual by pulling back. During these 2 minutes, the pt did not have any pain or complaints. During the night of sunday february 2 to monday february 3, the pt had pain, fibrillation and tachycardia. The pt lost consciousness and had to be reanimated and was taken to the ccl because of an infarction. The angiographic pictures showed a total occlusion of the lad at the level of the stent. This portion of the artery was dilated and the vessel was opened again. The pt was returned to the ICU on a ventilator. The pt later expired on february 6.